Event description:
324 days after implantation of a 3.5x16 mm taxus express2 drug eluting stent an in-stent restenosis occured. During the initial procedure, the target lesion was located in the ostial left circumflex (lcx) artery. A pre-intervention stenosis of 50% was reported. A 3.5x16 mm taxus stent was deployed. Post-intervention stenosis of 0% and timi grade iii flow was reported. No info concerning vessel calcification or tortuousity was reported. The pt reportedly had no complications. The pt presented 324 days after the initial procedures with a 70% in-stent restenosis in the ostial lcx artery. A 3.5x13 mm cypher drug eluting cypher stent was deployed. Post-intervention residual stenosis was reported as 0% and timi grade iii flow. The pt reportedly had no complications.